Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient was having surgical intervention of an ipg pocket site revision. It is unknown the reason for revision surgery.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that the patient was experiencing discomfort at the ipg site. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned and moved pocket down to address the issue. Effective stimulation was restored.